Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/10/2021. The following information was requested, but unavailable: lot number? Please clarify if anything other than forceps was used to stop bleeding? Any other intervention besides forceps? Please specify. Was there any change in the patient¿s post-operative care due to the event? Were there any adverse patient consequences due to the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number? Please clarify if anything other than forceps was used to stop bleeding? Any other intervention besides forceps? Please specify. Was there any change in the patient's post-operative care due to the event? Were there any adverse patient consequences due to the event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a mixed hemorrhoid ligation on (B)(6) 2020 and the suture was used. It was reported that the suture broke during knotting vessel resulting in bleeding at the ligated blood vessel. The hemostatic forceps were used to stop bleeding. Then another like suture was used to complete the surgery. Additional information has been requested.